Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Based on the device damage that was reported, the most likely cause for the reported failure can be attributed to misuse/mishandling.

Event description:
On 04/20/2023, it was reported by a sales representative via sems that an ar-200m motor no longer runs, and ar-200m motor has cuts in the cable. This was discovered during an unspecified time with no patient effect.